Event description:
It was reported that the patient went to hospital after syncope at home: a loss of capture was observed. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data were analyzed thoroughly. Analysis confirmed the clinical observation. Ventricular loss of capture was documented in the ECG from (B)(6) 2024 at 15:37h. The data further revealed that the pacemaker provided backup pulses, as expected, but they were not captured. Based on these observations, the loss of capture presumably resulted from an intermittently elevated pacing threshold, potentially caused by a defective lead. The data did not show any indication of a pacemaker malfunction.

Event description:
It was reported that the patient went to hospital after syncope at home: a loss of capture was observed. Device currently remains implanted. Should additional information be received, this file will be updated.